Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; rupture, endoleak type iiia with complete component separation, and endovascular repair with a non-endologix stent. Additionally there was evidence to reasonably support the following observations; component separation, stent cage dilation of the cuff and superior stent margin of the main body stent. The most likely cause of the loss of seal and compromised stent graft integrity (stretched fabric) of both the cuff and main body stent could not be determined due to lack of medical imaging surrounding the implant event. However, prior surveillance was reported to be done with ultrasound - this cautionary product use condition likely contributed to the rupture; inadequate overlap cannot be assessed by ultrasound. Procedure-related harms included anemia (acute blood loss upon chronic anemia). Clinical harms associated with this device failure included: type iiia endoleak with component separation; rupture; and, a second endovascular procedure. The patient was discharged home on the third post-operative day on anticoagulation therapy. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type 3a events have been reduced by 95%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with afx bifurcated and suprarenal cuff on (B)(6) 2014. Patient was presented emergently with retroperitoneal bleeding and a contained rupture. A CT scan was completed just prior to the secondary procedure showing evidence of a type iiia endoleak. The secondary was completed successfully on (B)(6) 2017 by relining with a gore tag proximal cuff. The patient was discharged and reported as doing well post secondary procedure.